Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the image had noise and disappeared when the angle was operated. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.